Event description:
A surgeon reported that their pt has seen dark shadows since the first postop day following implantation of an intraocular lens (iol). The iol was implanted about 6 months ago. The association between this event and the iol is not known. Additional info has been requested.